Event description:
Info received indicated the bed's ground impedance is out of specifications.

Manufacturer narrative:
The hill-rom tech replaced the ac plug and the bed functioned to specifications.